Event description:
It was reported that removal difficulty occurred. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. The catheter was unable to advance past a tortuosity in the rca. After an ivus run, the physician attempted to remove the catheter. However, the catheter became stuck and considerable force was needed to remove. The catheter was pulled and a guide extension catheter was needed to capture and remove the ivus catheter. After the ivus catheter was removed, the distal telescope of the catheter felt very sticky. The procedure was completed with another device. There were no patient complications and the patient fully recovered.